Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(4). Placeholder.

Event description:
It was reported that the sagittal saw attachment does not work properly. No further information was provided. Per sales consultant- the attachment was not oscillating. The issue was discovered during a surgical procedure causing a 5 minute delay. The surgery was completed successfully using a spare device and with no harm suffered by the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation indicates that the customers complaint that the attachment does work properly was confirmed. The device was evaluated and the complaint was substantiated. It is frozen. The jaws inside the coupling are most likely damaged from normal use over time. Device is an instrument and is not implanted/explanted. Received email from consultant on 4/23/2014 with additional data which changed this non-reportable complaint to a reportable status placeholder.